Event description:
It was reported that the patient presented to a scheduled generator change up procedure. Prior to the procedure, the left ventricular (lv) lead exhibited intermittent loss of capture and extra-cardiac stimulation. The physician opted to explant and replace the lv lead. There were no patient consequences.